Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Additional physician reported: dr. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an (B)(6) 2019. Reportedly, the procedure was done under local anesthesia. According to the complainant, four days after the spaceoar placement the patient had a lot of rectal pain and went into urinary retention, and while this pain improved it never went away. In (B)(6) 2020, the patient returned to the physician when the pain increased and the patient was put on a month of antibiotics for prostatitis. It was reported that the patient's pain eventually improved, but it has gotten worse to the point where the patient cannot lay down. The patient was in so much pain that the patient has requested a prostatectomy. Reportedly, an extensive workup including a gastrointestinal (gi) workup with negative proctoscopy, negative colonoscopy, negative magnetic resonance imaging (MRI) for any rectal damage were performed. The magnetic resonance imaging (MRI) showed mild stranding of mesorectal fat suggestive of prior radiation or proctitis. There is no necrosis or fistula. It was hypothesized by the placing physician that the cause of the increased pain was, non-infectious prostatitis or related to radiation. Reportedly, the patient was still seeking treatment with the urologist.